Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump site was uncomfortable. Revision surgery was performed by moving the pump to a more comfortable position for the patient.